Event description:
It was reported that they lost power during a case and the device lasted only 16 minutes on battery before it shut down. There was no patient injury reported.

Manufacturer narrative:
The internal batteries have been replaced; the original ones have been tested in detail in the manufacturer's lab. It could be revealed that the end-of-charge voltage was above 13 volts for both batteries which is expected range but that the nominal capacity was with 0.66 respectively 1.23ah significantly below the value of a battery in good condition (7.2ah). Repeated charging and discharging cycles did not improve the values. The log file covers entries for the last ten days prior to the event, and evaluation revealed the following: the reported event can be confirmed. On the given doe, (B)(6), the device was in operation for almost 30 minutes when mains supply was disconnected, 18 minutes later it posted the "battery low" alarm. Due to the significantly decreased capacity, the complete shut-down occurred seconds later. The user rebooted the device and re-established mains supply; operation was resumed. The log file further indicates that a similar event was happening 5 days earlier when the device was in standby mode - the procedure was finished, gas and mains supply were disconnected from the device without turning it fully off. Approximately half an hour later the device ran out of energy and shut itself off. When the operator attempted to put the device into operation again 3 days later, the device came back in non-functional state requiring the oprator to perform a full system test. This test was initiated and finished by the device two minutes later in conditionally functional state - the batteries were found depleted but the user accepted the restriction by acknowledging the system test result (key input). Other log file entries demonstrate the most likely root cause for the battery damage - the device was running frequently on battery during this period and for some minutes each time only which has probably led to incomplete charging in between. This and the repeatedly deep-discharging was resulting in the battery damage and the unexpected early shut-down during the concerned procedure. Dräger finally concludes that failure to follow the instructions of the manufacturer was the major contributing factor in the event. Contrary to the recommendations/safety advises in the IFU, the device was regularly used in battery mode and also left in standby until the batteries were deep-discharged. The restriction resulting from the depleted battery two days prior to the event was accepted w/o checking the reasons for that. The IFU emphasizes that a specific battery test procedure shall be performed every three months to verify that the battery can supply the device with energy for the specified time. Replacement of the batteries has fully resolved the issue.

Event description:
It was reported that they lost power during a case and the device lasted only 16 minutes on battery before it shut down. There was no patient injury reported.

Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.